Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) helix disengaged from helical channel, distal conductor blood/body fluid (not obstructed), blood/body fluid and breached cut outer tubing overlay, blood in/on helix/lobe mechanism (sleeve head), tip seal observation. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the lead [helix] could not be "whirled out" [extended]/pulled out. The lead was not implanted, and was returned. No patient complications have been reported as a result of this event.